Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 40 mg/dl and 60 mg/dl. Customer reported that the certified pump trainer made adjustments to insulin pump and customer will contact trainer for additional adjustments.